Manufacturer narrative:
On (B)(6) 2015 a field service engineer (fse) was dispatched, finding a leak at the bottom peek tubing fitting. Stopping the leak resolved the issue. The g7 analyzer is functioning as intended with all errors cleared. No further action by fse required. The probable cause of the event was a leak at the bottom peek tubing fitting. A complaint history review for serial number (B)(4) was conducted from (B)(6) 2014 through (B)(6) 2015 for similar complaints. There was one (1) similar complaint identified during the search period. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2015 a customer reported low pressure with the g7 analyzer. The customer troubleshooting by performed several drain flushes, assured that all tubing connected and not leaking, and the buffers were full. The customer turned the drain flush both ways and pressure was still low. The pump did turn on. A field service engineer (fse) was dispatched. The customer is unable to run hbaic patient results. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.